Event description:
Our rep reports that during a knee repair, the surgeon observed metal filings emanating from the femoral rod falling into the bone tunnel. All was removed and the procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a root cause failure analysis. The results of our evaluation will be the subject of a follow-up report.